Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left subclavian artery. A 9.0x40x75cm express ld stent balloon expandable was selected for use. During the procedure, the hydrophilic guidewire crossed the lesion and was replaced with an amplatz guidewire using the angiography catheter. After pre-dilating with a mustang balloon catheter, the stent was delivered. However, after balloon dilation, it was found that no stent had been implanted at the lesion site. After the stent system was withdrawn, it was found that the stent had fallen off to the delivery rod. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the express ld device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition based on there being no reported device interaction/damage or issue until the stent displacement was identified at the occluded lesion site. This would suggest that patient anatomy/lesion characteristics most probably contributed to the event. It is most probable that the stent got damaged when attempting to advance/cross the occluded lesion causing it to loosen on the balloon catheter and displace proximally on to the shaft of the device.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left subclavian artery. A 9.0x40x75cm express ld stent balloon expandable was selected for use. During the procedure, the hydrophilic guidewire crossed the lesion and was replaced with an amplatz guidewire using the angiography catheter. After pre-dilating with a mustang balloon catheter, the stent was delivered. However, after balloon dilation, it was found that no stent had been implanted at the lesion site. After the stent system was withdrawn, it was found that the stent had fallen off to the delivery rod. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 100% stenosed, mildly tortuous and mildly calcified.